Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received multiple shocks from their cardiac resynchronization therapy defibrillator (crt-d) and the occasionally their body "jumps". It was also reported that one of the shocks may have been caused by being too close to a magnet. Follow up with the patient's clinic yielded no further information. The crt-d remains in use. No further patient complications have been reported as a result of this event.